Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a revision surgery due to screw loosening resulting in vertebral slippage and l4 collapse. The revision will be a 2-step surgery, posterior hardware will be added then a corpectomy and cage will be implanted sometime later. No additional patient complications were reported.